Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a damaged insulation and deformations of the conductor coil which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received info that this right ventricular lead exhibited loss of capture and decreased impedances from 1000 ohms down to 550 ohms. The r-waves also dropped from 20mv to 2 mv. It was concluded that this lead had dislodged. The lead was explanted and successfully replaced without any patient issues.